Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site had been having intermittent issues with their emitter tracking. The site backed the screen up to the registration screen, re-registered the patient, and then proceeded with the procedure using the navigation system. There was a delay of about three minutes due to this issue. The site reported that the issue happened after the system had been on and in use for several hours. The site reported that there had been no changes to their setup or work flow from what they typically used, and the system was used frequently with little issue until this case.